Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No add'l info was provided.

Manufacturer narrative:
Investigation not completed. This report represents all the info known by the reporter upon query by hospira personnel.